Event description:
During laparoscopic sleeve gastrectomy, the metal portion of the staple reload remained in the echelon powered stapler when removed from the cartridge holder. Another echelon stapler was needed to be opened.